Manufacturer narrative:
This report is filed (B)(6) 2016. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2016, to remove skin overgrowth at the implant site in order to remove the abutment. The implanted device remains.